Event description:
It was reported, that while using biogx sars-cov-2 open system reagents for bd max¿ system. A leakage caused by a broken bottle was observed, by the laboratory personnel. This could cause injury or exposure to mouth, nose, or other mucous membranes. Eua #: (B)(4).

Manufacturer narrative:
After further evaluation of the complaint, it has been determined, that the previously submitted MFR report# was sent in error. Physical defect: broken is not considered to be a reportable malfunction.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max¿ system a leakage caused by a broken bottle was observed by the laboratory personnel. This could cause injury or exposure to mouth, nose, or other mucous membranes. Eua #: (B)(4).

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2021-00209 was sent in error. There was no exposure to blood as sample leaked into sensor compartment in bottle, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max¿ system a leakage caused by a broken bottle was observed by the laboratory personnel. This could cause injury or exposure to mouth, nose, or other mucous membranes. Eua #: (B)(4).